Manufacturer narrative:
This report is submitted june 5, 2017.

Manufacturer narrative:
This report is submitted on february 22, 2017.

Event description:
It was reported that the patient experienced infection at implant site and breakdown of the skin, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.